Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that one of the inserter's prongs broke off during the procedure. The broken part was retrieved. No patient complications were reported.